Event description:
The patient was noticed to have a phrenic nerve injury (right hemidiaphragm) after cryoablation procedure. The patient was discharged from the hospital on (B)(6) 2013 and phrenic nerve injury was unresolved. Additional information received (B)(6) 2013 indicated that the patient had intermittent hematuria starting (B)(6) 2013, which resolved (B)(6) 2013. Patient had been taken pradaxa and this was discontinued (B)(6) 2013 due to the reported hematuria. As per physician, the hematuria was not believed to be related to device or to the cryoablation procedure.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure.

Event description:
The patient was noticed to have a phrenic nerve injury (right hemidiaphragm) after cryoablation procedure. The patient was discharged from the hospital on (B)(6) 2013 and phrenic nerve injury was unresolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.